Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection procedure, while the surgeon firing the device it stopped. It happened on 2 reloads. To resolve the issue the surgeon then used manual handle and reload. There was no patient injury.